Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is a final report. The customer's products have been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 at approximately 7:30-8:00 pm she suddenly felt "odd", noting her "hands were getting numb" and she felt like she "will stroke." Customer attempted to perform a test using her adc blood glucose meter but the meter turned off after blood was applied to a test strip inserted into it so no reading was provided. Paramedics were called and transported her to a hospital. During the transport three tests were done using their meter with "hi" being the result each time. At the hospital a laboratory blood glucose result of 591 mg/dl was received, customer was diagnosed with hyperglycemia and treated with 10 units of insulin via intravenous infusion. Customer was discharged to home after a reading of 211 mg/dl was received. There was no report of death or permanent injury associated with this event.